Manufacturer narrative:
H3 - device evaluation: the lens was returned in a microcentrifuge vial with moisture on the lens. Visual inspection found the haptic torn. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -9.0 diopter, into the patient's left eye (os) on (B)(6) 2020. Reportedly, the lens was exchanged on (B)(6) 2020 with a shorter length different model lens due to refractive surprise. The problem was resolved. The cause of the event is reported as unknown.